Event description:
It was reported that following a set change, more insulin was added to the insulin pump, but the pump was reading that the insulin was low. The customer's blood glucose was 419 mg/dl. It was advised to rewind the and monitor the insulin pump and to monitor the customer's blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).